Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics twice for hypoglycemia. The diabetes clinical manager stated that the customer had a mental disability and had been bolusing more than needed. The diabetes clinical manager further stated that the customer's low blood glucose levels were also caused by the customer exercising and forgetting to set a temporary basal. Nothing further was reported.